Event description:
It was reported that the patient was experienced sensations described as "shocks/attacks/feels like a taser" from the implantable pulse generator (ipg). The patient reported the device has been checked and nothing showed. The patient further reported during an appointment that shocks were experienced again. Follow up with the patient's clinic indicated the patient sensation could not be recreated in office. Per contact with the patient, the sensation has been happening less, however the ipg site feels sore. The ipg remains in use. It was reported that the right atrial (ra) lead was suspected to have insulation damage. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.